Event description:
In this event, it was reported that a xive s plus dental implant that was placed on (B)(6) 2013 was positioned too close to the mandibular nerve; the pt experienced a hypaesthesia of the lower lip and the chin on the same side. The pt returned one week later and the dentist decided to remove the implant in order to avoid any further damage of the nerve. The dentist reported that the follow-up visit revealed a major improvement of the situation, although the hypaesthesia was still detectable.

Manufacturer narrative:
Generally, such cases are not unknown in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be misspecification.